Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would no longer power on after attempting to update the device. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker product analysis center evaluated the customer's device and verified the reported issue. The cause of the reported issue was determined to be due to user interruption to software update. To perform the software update, page 55 of the lifepak cr2 operating instructions instruct the user to keep the lid open and not close the lid until step 7, after the device says, ¿powering off¿, indicating the update has completed. Because the user is not properly following and performing the instructions (prematurely opening the lid), the root cause can be attributed to use error. The customer's device was archived by stryker. The customer has been provided with a replacement device.

Event description:
A customer contacted stryker to report that their device would no longer power on after attempting to update the device. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.